Manufacturer narrative:
G4: 05oct2020. B4: 30oct2020. The field service engineer (fse) observed that the power on/off light emitting diode (led) was unable to illuminate. The fse confirmed the power led had illumination failure occasionally during maintenance service. The fse advised the power switch overlay needs to be replaced. The customer requested to cancel the repair. Therefore, the device was returned unrepaired. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
The customer reported alarm light emitting diode (led). The unit was not in use, and there was no patient or user harm reported.